Manufacturer narrative:
The description of the event built the basis of the investigation. As neither the logfiles nor the exchanged breathing circuit were available for the investigation, it was not possible to determine the root cause. However, based no the reported information it is possible that the described situation was caused by an issue with the breathing circuit. This corresponds with the reported replacement of the y-piece which solved the problem. The software continuously analyzes and verifies proper function of the device. If the device detects a deviation concerning the airway pressure, it posts an accompanying visual and acoustical alarm. In case of a high airway pressure a safety valve opens to protect the patient against a high airway pressure. After replacement of the y-piece a device check and breathing circuit check were passed without deviations. The device behaved as specified and generated the adequate alarms in order to inform the user about the ongoing situation.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up report.

Event description:
It was reported that the device stopped ventilating the patient. The user changed to use another device immediately. There was no patient injury reported.